Event description:
It was reported that the device failed to detect a connection to a therapy cable or hard paddles assembly. The device continually prompted the end user to "connect cable." This failure would prevent the device from providing defibrillation therapy, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control provided the customer with troubleshooting assistance. The customer confirmed that after replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to use. The device has not been returned to physio-control for evaluation.